Manufacturer narrative:
One sample was received for evaluation. The sample was received in used condition. Visual inspection found no discrepancies. Functional testing was unable to be verified or confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that "device returned because of possible cassette disconnection alarm due to twisting of the tube." This occurred upon removal from package at the facility, no patient involvement.